Event description:
A 6f angio-seal vip was selected for use. The device was prepared and deployed according to the instructions. The device was pulled back to release the tamper tube, but the collagen and suture withdrew from the pt. The anchor was not visible and the physician believed it remained in the pt. Manual compression was applied and the pt remained hospitalized one additional day for observation with no adverse consequences.

Manufacturer narrative:
A final report will be submitted when the investigation is complete.